Event description:
It was reported that the user experienced hyperglycemia after the insulin cartridge ran out overnight, the ilet alerted to high glucose, and the user and caregiver replaced supplies and resumed insulin delivery; fingerstick glucose was 309 mg/dl and the highest reported glucose was 400 mg/dl, with out-of-range glucose lasting more than 90 minutes, and no external assistance or medical intervention required. Symptoms included feeling okay without reported acute complications. Outcomes included correction through supply change and continued monitoring at home. Investigation included complaint intake review and troubleshooting with user education to confirm elevated glucose by fingerstick, calibrate the sensor in ilet, and monitor for downward trend. Investigation of this case revealed a device-use interruption due to an empty insulin cartridge leading to hyperglycemia, with the device alerting appropriately and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.